Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. Unit received with minor scratches on lcd window and broken battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the numbers on the insulin pump's screen kept scrolling up while he tried to bolus. Customer's blood glucose level was 317 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.